Event description:
Siemens (B)(4) was notified via the (B)(4) on (B)(4) 2012, that a pt radiation overdose occurred on (B)(6) 2012. The initial report received was that a possible malfunction had occurred due to a combination of incorrect filter settings, causing an overdose of treatment to a pt. The pt was notified of the overdose and will be medically observed. Siemens service personnel inspected the unit and identified a broken switch, and also confirmed that the device in question is a dermopan-1. Reportedly, the customer has permanently removed the device from service and operation.

Manufacturer narrative:
Siemens (B)(4) became aware of the reported issue on (B)(4) 2012 and this MDR is being mailed on march 8, 2012. Siemens discontinued sale and no longer manufactures or distributes the dermopan systems. (B)(4).